Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. The reported patient effects of death and myocardial infarction, as listed in the xience v everolimus eluting coronary stent system instructions for use are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
It was reported that on (B)(6) 2015 the patient presented with an st-segment elevated myocardial infarction (stemi). A 3.0.x28mm xience v stent was successfully implanted in the 100% stenosed lesion, in the proximal right coronary artery. The procedure was completed with no reported device or procedure issues. On (B)(6) 2015, the patient lost consciousness. Medications and cardiopulmonary resuscitation (CPR) were performed; however, the patient expired. An autopsy was not performed; however, the suspected cause of death is acute myocardial infarction (ami). No additional information was provided.